Event description:
Abbott aeroset chemistry analyzer is producing sporadic errant, high abnormal creatinine results that upon repeat are in the normal range. Several pts have been subjected to unnecessary renal disease work-ups due to these errant creatinine values. Problem has been reported to abbott without resolution.